Manufacturer narrative:
Ricci et al. "Is primary total elbow arthroplasty safe for the treatment of open intra-articular distal humerus fractures?" Injury, int. J. Care injured 45 (2014) pg. 1747-1751. No device or photos were received; therefore the condition of the device is unknown. Device history records cannot be reviewed since the lot number is unknown. This device is used for treatment. Product history search cannot be completed since the lot number is unknown. It is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. A definite root cause cannot be determined with the information provided. The article was written by michael s. Linn, michael j. Gardner, christopher m. Mcandrew, bethany gallagher and william m. Ricci.

Event description:
It is reported in a journal article that one patient experienced heterotopic ossification four months following elbow arthroplasty. No further information is available.

Manufacturer narrative:
This follow-up report is being filed to correct information. Zimmer biomet became aware of the reported event on january 16, 2017, rather than january 17, 2017 as previously reported.